Event description:
It was reported that the lead was capped and replaced due to oversensing. The patients condition is good after the event.

Event description:
New information received notes that prior to being capped, the patient received inappropriate atp and hv therapy due to lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.